Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed at a depth of 3 and 7 millimeter (mm). During release of the struts and paddles, the valve moved down to a depth of 12 mm. It was attempted to snare the valve up with only slight movement of the valve. Moderate paravalvular leak (pvl) was reported. No adverse patient effects were reported.